Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was having display issues. Customer blood glucose was 187 mg/dl at the time of the call. Troubleshooting was performed. Customer declined to performed troubleshooting high blood glucose. Customer was advise to call back if the issue recurs. Frn- model unknown ¿ reservoir.